Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that post balloon assisted thrombectomy procedure, angiogram revealed dissection of the left distal internal carotid artery. The dissection was reported to be related to the procedure. No additional information is available.

Manufacturer narrative:
Executive summary - corrected. Additional information received indicated that the dissection was caused by either the glidewire or vtk guide catheter. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that post balloon assisted thrombectomy procedure, angiogram revealed dissection of the left distal internal carotid artery. The physician's opinion was that the dissection was caused by either the glidewire or the vtk catheter, but not the balloon guide catheter. The patient was not clinically impacted.